Event description:
Procedure: low anterior resection. According to the reporter:laparoscopic lar. A surgeon found the idrive could not succeed to perform the initial firing. The idrive did not fire. Using another idrive no problem was confirmed to complete the case. No patient harm. The patient current status: good operating time extended: less than 30 min. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used. There was no unanticipated tissue loss, no tissue damage, no blood loss of 500cc or more, and no blood transfusion.

Manufacturer narrative:
(B)(4).